Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent strut was lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable after device analysis on 15-dec-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 38mm x 3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to dilate the lesion. However, the device was unable to pass the lesion. The device was removed from the patient's body and the procedure was completed with another with same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.